Event description:
The doctor was going to fire the 12 mm universal endo gia with a 45mm reload across the left renal artery. The artery was clamped, but the stapler would not fire. The artery was unclamped and the stapler was examined outside the patient. We were unable to fire this load. We test fired a second load and it fired without complications. The doctor then used the stapler three times inside the patient without complications. The sales rep was notified and came to the room.